Event description:
It was reported that the device was used during a laparoscopic anterior resection, the blade had snapped off. A new instrument was used. Post op x-ray was done to establish that the piece of the blade was not inside the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the distal tip of the blade broken off and missing. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.